Event description:
It was reported that the patient presented with high right ventricular (rv) lead thresholds. The lead also had high impedance. The lead was capped. The replacement rv lead was inserted through a sheath and placed into the superior vena cava. The physician was unable to maneuver the lead and chose to remove it and re-stick the vein. When removing the lead a large amount of force was used and the physician thought there was damage to the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the lead was stretched. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.